Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were both attempted to be implanted but were difficult to place. Another lead was placed successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).